Manufacturer narrative:
Please reference MDR 2183870-2008-00144 for the protege rx used in this procedure.

Event description:
Pt enrolled into the trial. Tia reported. The index procedure was done in 2008 on the left carotid artery. The pt had a tia during the procedure. Pt was unable to squeeze with her right hand and her speech was slurred. The right hand weakness and slurred speech was resolved within 13 minutes before being taken to ICU. Pt was discharged the following day, condition resolved without sequelae. Pt's current condition is stable.